Event description:
The surgery center reported the patient's intraocular lens was removed and replaced 1 month after implant. Reason stated was wrong power used. There was no patient injury and the initial implant was replaced with a higher diopter lens of the same model.

Manufacturer narrative:
The lens was received and is currently being evaluated at the manufacturing site, results are pending. Prior to release to the market the lens met all manufacturing specifications. At this time we do not suspect the lens was the cause of this adverse event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 16.0d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.